Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were suggested. Patient was being monitored, and necessary changes will be made when the patient present in the next visit. Patient was stable.